Event description:
It was reported that during training the ilet pump could not complete a required software update and would not fully pair with multiple phones, with on-screen messaging indicating that the update failed and the app¿s sync and update controls remaining disabled; multiple factory resets, app resets, device forget/re-pair attempts, and use of alternative phones did not resolve the issue, and the user was transitioned to a backup pump. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included troubleshooting and education with attempts to replicate and resolve the pairing and update behavior. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.